Event description:
The following event was reported from the shockwave pre-market forward cad ide study. The subject underwent shockwave coronary intravascular (ivl) lithotripsy via femoral access with a 7f guide catheter. The target lesion was located in the lad (left anterior descending) artery. During the procedure, two (2) ivl catheters were used along with multiple pre and post dilatation non-compliant (nc) balloons. The first ivl catheter used was a shockwave javelin conary coronary ivl catheter, a pre-market clinical study device, which successfully delivered 80 pulses to the target lesion at a maximum pressure of 6 atm with no malfunctions reported. The second ivl catheter used was a shockwave c2+ coronary ivl catheter which successfully delivered 90 pulses to the target lesion at a maximum pressure of 4 atm with no ivl malfunctions reported. Following ivl, a drug eluting stent (des) was successfully delivered to the target lesion as well as a second des delivered to the left main (lm) artery as treatment of an additional lesion. One (1) day post-index procedure, the patient experienced elevated troponin levels, but remained asymptomatic. Per the site, the elevated troponin was possibly related to the use of the investigational javelin catheter, was not related to the shockwave c2+ coronary ivl catheter, and was definitely related to the study procedure. The event was sent to the clinical events committee (cec) for adjudication of the patient's elevated troponin levels which determined that the patient experienced a periprocedural non-st-segment elevation myocardial infarction (nstemi) within 48 hours post-percutaneous coronary intervention (pci) attributable to the target vessel. The cec determined the event to be possibly related to the ivl device and definitely related to the procedure. It was noted that there was no creatine kinase-mb (ck-mb), troponin levels exceeded 70 times the upper limit of normal (uln), no side branch occlusion, and no electrocardiogram (ECG) changes.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction could not be definitively determined based on the information available. Per the cec, the relationship to the study device is possible, and the relationship to the study procedure is definitely related. Swmi medical safety and vp/associate chief medical officer both assessed the event as possibly related to the study device and causal to the study procedure. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.